Manufacturer narrative:
Literature article citation: zebala et al. Rhbmp-2 and modern surgical techniques significantly reduce the pseudarthrosis rate in long fusions to the sacrum for complex adult spinal deformity. The spine journal 2011; 11: 149s-150s. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Event description:
It was reported in a literature publication that 48 patients underwent upper thoracic (t2-t5) to sacrum spinal fusion with rhbmp-2/acs, autograft/local bone, and allograft. The fusions were performed to treat adult spinal deformity. All patients were undergoing primary fusion surgery. Eleven patients had a major acute perioperative complication.